Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator initially reported on (B)(6)2010 that the system controller was making sizzling sounds. On (B)(6)2010, the vad coordinator reported that while changing from power base unit (pbu) to batteries, the pump stopped and jolted. The pt returned back to the pbu. It was reported to have happened a few days later, but not with the same jolt. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.